Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was skipping the air removal step when filling the cartridge. Tandem technical support educated customer to perform the air removal step when filling the cartridge. Customer performed the load fill tubing process to clear the alarm and resumed insulin delivery. There was no adverse impact to customer¿s blood glucose level.